Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced pumping difficulties. The issues persisted despite in-clinic troubleshooting, which led to a surgical intervention. During the procedure, the preconnected cylinders and pump were replaced; the new components were plugged in to the existing reservoir. No additional patient complications were reported.

Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) experienced pumping difficulties. The issues persisted despite in-clinic troubleshooting, which led to a surgical intervention. During the procedure, the preconnected cylinders and pump were replaced; the new components were plugged in to the existing reservoir. No additional patient complications were reported.